Event description:
The initial reporter received questionable hba1c results from several patient samples tested on the cobas c513 analyzer commercial system. The reporter provided one example of discrepant results: the initial result from the analyzer was 12.07% the first repeat result from a biorad analyzer was 5.2%. The second repeat result from a biorad analyzer was 5.3%. This result was deemed correct.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer inspected the analyzer and found bubbles in the incubation bath, white deposits on the cuvette surface, crystallization in the rinse arm, and a damaged valve. He replaced the rinse vacuum tubes, diaphragm vacuum pump, and heat cut filter, checked the currents, and replaced the degasser and gear pump head. He checked for residual water in the cuvettes by cell blank measurements and inspection of the cuvette rotor. The investigation is ongoing.

Manufacturer narrative:
The service actions performed by the field service engineer resolved the issue. The cause of the event could not be determined. No further issues were reported after the service visit.